Event description:
Caller reported a malfunction on the pump, and it was confirmed that no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the pump since the malfunction code was not resettable. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.